Manufacturer narrative:
The actual device was not received, but a photo was sent in for evaluation of particulate matter. A visual inspection was performed and did not note anything that could have caused or contributed to the reported event. The presence of particulate matter could not be verified and the device was determined to meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿piece of foam¿ came out of the transfer set during use. The patient stated that after they tapped the end of the transfer set, what appeared to be a ¿foam piece¿ was found in the drain bag. There was no patient injury or medical intervention associated with this event. No additional information is available.